Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a thoracoscopic lobectomy for left lower lobe lung cancer, the reload jaws stuck when the product was fired. A new reload was used to complete the case. There was no patient injury.